Manufacturer narrative:
Mentor received an authorization for return and examination of the medical device. On may 05, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.5 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 16, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2023, mentor received additional information. Mentor became aware that the patient's deflation occurred in the right prosthesis. The right prosthesis was identified as: lot: 6412212. Serial number: (B)(6). A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient's prosthesis was replaced with a 525cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient underwent a breast reconstruction revision surgery with a 425cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her left breast prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023.